Event description:
Vf episode reported due to noise. Pacing impedance trend show multiple drops in impedance less than 200 ohms and sensing amplitude trending down. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
27-dec-2023 this lead was capped due to a pace/sense conductor fracture. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.